Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient got thr in 2012. The patient visited the hospital with experiencing hip pain. On x-ray, the stem breakage was found.

Event description:
It was reported that patient got thr in 2012. The patient visited the hospital with experiencing hip pain. On x-ray, the stem breakage was found.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical record and x-ray by a clinical consultant indicated: review of these records confirms fracture of a cemented femoral stem did occur however, the root cause cannot be determined as insufficient information was available. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, surgical implant records from the surgeries, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.